Event description:
It was reported that the patient had a loss of therapeutic effect. The stimulation helped the patient's pain for only a "short time" and now it had been confirmed as completely depleted. The patient did not want to have it replaced due to it not helping with her pain. The patient's outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported on (B)(6) 2013 that the patient was going to have the ins taken out on (B)(6) 2013. The ins did not have a defect but she was having ¿major problems¿. She was told there was nothing wrong with the ins and that the battery was dead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have any concerns with their device or therapy.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient, product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).